Manufacturer narrative:
Product ID 97755, serial# (B)(4), product type recharger. Analysis of the recharger (serial b)(4)) found that complaint unverified and no anomalies with recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated the replacement of recharger resolved the burning. No further complication and events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with a neurostimulator (ins) for non-malignant pain. It was reported recharger was getting so hot, it burned for the past 1 and half month. A replacement recharger would be sent. No further complication and events were reported.